Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 7x120x75 epic¿ vascular stent was advanced along with the non-bsc guide wire. However, the device became stuck in the midway of the wire . Both devices were removed and the procedure was completed with a non-bsc stent. No patient complications were reported and no injury to the patient.